Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain and discharge, which resulted in a wound dehiscence, granulation tissue, and device migration. The infection is believed to be device related. The recipient was hospitalized on (B)(6) 2019 and discharged on (B)(6) 2019 after explant surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection resolved. The recipient's device will not return to advanced bionics for analysis.